Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having unknown alarms. The patient had to cancel their treatment during their first setup due to the alarms. The registered nurse (rn) stated that the patient had completed fill 1 and partially completed fill 2. Thereafter, the patient reset up their treatment using a different cycler. The rn reported the patient drained 6200 ml during drain 0 of their treatment on a new cycler. This drain volume is 326 % the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the rn to discontinue use of the patient¿s cycler. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Correction: b5, b7.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover. There was no visual indication of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The as received simulated treatment of a total volume of 7500ml was performed and completed without any failures or problems. During the treatment, the amount of fluid in the pseudo-patient bag after each fill was weighed and recorded, and the weighed fill values in each cycle were compared with the treatment's programmed fill setting. The cycler weighed fill volume values were within tolerance. The cycler underwent a system air leak, valve actuation test, a go/ no go gauge check, a load cell verification, a check functionality of the patient sensors, a mushroom head check, and a teach pump test and was found to meet product specifications. The internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having unknown alarms. The patient had to cancel their treatment during their first setup due to the alarms. The registered nurse (rn) stated that the patient had completed fill 1 and partially completed fill 2. Thereafter, the patient reset up their treatment using a different cycler. The rn reported the patient drained 6200 ml during drain 0 of their treatment on a new cycler. This drain volume is 326 % the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the rn to discontinue use of the patient¿s cycler. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having unknown alarms. The registered nurse (rn) reported they drained 6200 ml during an unknown drain of the treatment. This drain volume is 326 % the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the rn to discontinue use of the patient¿s cycler. Additional information was requested, however; to date has not been provided.